Event description:
It was reported that a 2.25 x 12 rx xience xpedition stent delivery system (sds) was advanced via femoral access into a 6fr non-abbott guiding catheter and toward the target lesion in the distal right coronary artery (rca), however, the xpedition sds was unable to cross through restenosed unspecified stents that had been implanted in the mildly tortuous proximal rca in a prior procedure at an unspecified date. The xpedition was withdrawn without resistance. The stent struts of the xpedition were noted to be flared. The xpedition was re-inserted and another attempt was made to cross the stents, but the xpedition was still unable to cross through the stents. The xpedition was withdrawn again without resistance, but it was noted that the stent was no longer on the balloon. An x-ray revealed that the stent had dislodged at the distal end of the guiding catheter. The xpedition sds was re-advanced and the stent was pushed further distal then deployed in the proximal rca, proximal to the prior placed stents. Reportedly, as the xpedition sds was unable to advance through prior placed stents, the patient was discharged home on medical therapy, with no plans at this time to treat the distal rca. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after damage; re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.